Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown procedure, the drill bit broke off. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. There was no adverse event reported. Patient and procedure outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.104, lot: l395741, manufacturing site: bettlach, release to warehouse date: may 10, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that approximately 4mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. Additionally, the cutting edges are strongly worn out and damaged. Also, the coupling part section shows strong wear marks. The returned drill bit is all in all in very used condition. Dimensional inspection: measurement outer diameter result: "pass" documents/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The used material was stainless steel custom 440a as required. The hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were also within the specification. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2017 according to the specification. Based on that and the condition of the item, a product related issue can be excluded. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use and a mechanical overload during use did lead to breakage of the device. In this context, we would like to draw your attention on page 4 in the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the surgeon used another drill bit to complete the procedure with no delay. Fragments were generated from the broken device and it was noted they were not removed from the patient.